Event description:
This pt is a participant in study and experienced this event post approval. Pt's status post pdl implantation and subsequent adjacent level fusion, levels unk, reported being in extreme pain. Reportedly, surgeon believes facets are being distracted by pdl implants and has plans to revise to fusion in 2010. Surgeon plans to leave pdl hardware in place. This is three of three reports for this event.

Manufacturer narrative:
Explant date approximately in 2010. Synthes is unable to provide the MFR and/or the date of manufacture without a part/lot number provided or the returned device. Subject device was part of a study. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided. The mfg records could not be reviewed without a lot number.